Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. Investigation summary one sample and photos of product blister packs were received for investigation. Upon visual evaluation, no defects or issues observed. A device history review was performed for reported lot 2090597, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Twelve retained samples from the same lot were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd precisionglide¿ needle had damaged package. The following information was provided by the initial reporter, translated from portuguese to english: hole in package due to extension in protective needle cap.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had damaged package. The following information was provided by the initial reporter, translated from portuguese to english: hole in package due to extension in protective needle cap.